Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were implemented. The patient was stable before, during, and after.